Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during testing, the up arrow was intermittently unresponsive. Evidence of contamination was found under the up arrow key contact. Additionally, the keypad cover was torn over the up arrow keypad button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with evidence of contamination under a key contact. This report is made based on results of investigation completed on 10/14/2015.